Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6: health effect clinical code. Corrected: h6: health effect impact code.

Event description:
It was reported that the patient underwent a revision procedure 2 years and 3 months post implantation due to a bone fracture resulting from a fall. There is no additional information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure 2 years and 3 months post implantation due to a bone fracture. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2024-00187.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2024-00187.